Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/20/2013 and 8/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first began. The patient reported on (B)(6) 2013 she obtained readings of ¿314, 287, 326, and 323mg/dl¿ greater than 30 minutes from one another. The patient reported on (B)(6) 2013 she obtained readings of ¿349, 234, 254 and 406mg/dl¿. On (B)(6) 2013 the patient reported obtaining ¿350, 414, 293, 420, and 337mg/dl.¿ the patient reported obtaining readings of ¿361 and 382mg/dl¿ on the lfs meter. The patient reported using oral medications including metformin and glimepiride with diet and exercise to manage her diabetes. The patient reported in response to the alleged high readings, she increased her usual dose of medication. Some time later the patient reported she developed symptoms of "shakes, dizzy, sweats." The patient reported testing on another onetouch ultramini meter, however could not recall the readings. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she increased her usual dose of medication and developed symptoms suggestive hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.